Event description:
Customer reported that after getting out of the shower the sensor adhesive was wet and the transmitter lifted up. He received lost sensor, weak signal and calibration error alerts. Customer also reported that the sensor readings were not accurate and the insulin pump went into threshold suspend. Customer removed the sensor and was bent. Blood glucose value was 190 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened or used enlite sensor and performed bicarbonate buffer test. Sensor failed per specifications due to high readings. It was also found that the cannula was bent. Unable to confirm if customer received the sensor in said condition due to product being returned opened. (B)(4)